Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open for item issue. A technical support specialist mentioned further investigation was performed by product service engineer and added to pi 24678 to resolve the issue. No resolution was provided by the field service engineer or customer regarding the reported issue. No additional information was available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini system drawer didn't open for item issue and customer was unable to get medication out of the med bank. There were no adverse events or injuries reported based on this incident.